Event description:
Patient initiated the trial phase for nalu peripheral nerve stimulator implant on (B)(6) 2023 and after a sucessful trial the temporary leads were removed on (B)(6) 2023. On (B)(6) 2023 the patient presented to the physician with cellulitis at the surgical site. Nalu became aware of the infection on (B)(6) 2023.